Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 2.0x20mm maverick balloon catheter. No patient complications were reported, and the patient condition was good.